Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed, and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device overheated. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure. It was not reported if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was overheating and making excessive noise. The device also failed pretests for noise assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. Corrected data: d1. The brand name was reported as motor assembly, xmax in the initial report, the brand name is emax 2 plus motor. D2a. Common device name was reported as drill, surgical, ent (electric or pneumatic) motor, the correct device name is surgical instrument, ac-powered. D4. Unique identifier( UDI): the UDI was reported as (B)(4). In the initial report and has been corrected to (B)(4). G4. 510k number was reported as k965080, the 510k number is k080802. UDI:(B)(4).